Event description:
Per the clinic, it was reported that the patient has had no response to sound with device use for quite awhile. Troubleshooting was performed and 11 electrodes were noted to be open circuit. Neural response was only found in 1 electrode and during the open voice test, only sound detection was found. The device was explanted on (B)(6) 2024, and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report.